Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and nausea. High and unstable thresholds, high and varying impedance, fracture, non capture and oversensing causing a pause were noted on the right ventricular (rv) lead. The physician noted the patient had a torturous anatomy. The lead was reprogrammed and then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced bradycardia